Event description:
On 1/15/2024, it was reported by an arthrex subsidiary employee via email that an ar-1588rt acl tightrope rt white suture broke during tensioning. This was discovered during an aclr procedure on (B)(6) 2023. The case was completed by removing everything from inside the patient and using another ar-1588rt acl tightrope rt. The patient suffered no negative effects on or after the procedure.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Upon visual inspection, it was noted that the suture tape and blue suture were broken of the acl tightrope® rt. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures. Per dfu-0147-8 rev 0-. Precautions1. Acl/pcl/ btb/rt/abs tightrope only: excessive force on the shortening suture strands may break the strands and impair ability to fully seat the implant. No additional force on the shortening suture strands is required when the graft/wedge construct reaches the desired position in the femoral socket and the graft stability is verified by pulling distally on the graft.